Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing increasing pain. Upon revision the patient's tibial component was found to be loose at the implant to cement interface. At this time the part/lot information for the tibial tray is being updated and the bone cement is being added to the complaint and reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Conclusion and justification status for MDR: update rec'd 8/24/2015- the patient's medical records were received. At this time the part/lot information for the tibial tray is being updated and the bone cement is being added to the complaint and reported. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The received medical records were reviewed by a depuy medical professional and device loosening at the bone to cement interface was confirmed. From a medical perspective, based on the information available for review, it was not possible to determine if the complaint was product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient correspondence: patient submitted maude report which stated: I had a total knee replacement. The device used was the depuy rotating platform. From the very first x-ray there was a slight separation between the device and the bone. After a second x-ray 6 months later there was more separation. I had a second surgery and found the device loose. Replacing the first device. The depuy rotating platform was defective. The device was loose and never adhered to the cement used. Cement manufacturer is unknown.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.